Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly, the device got stuck in the anatomy during insertion. Resistance was noted during removal and force was applied. The device was removed, but vessel damage was noted. The sheath was upsized to a 11f, but the pci procedure was abandoned. Two covered stents were implanted in the femoral artery for treatment of the vessel damage. Hemostasis was achieved with manual compression. A clinically significant delay in the procedure was reported. Hospitalization was prolonged as the intended procedure was aborted. The patient was admitted, and the procedure was rescheduled for the following day. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The patient effects of hematoma, hemorrhage and perforation are listed in the electronic perclose prostyle instructions for use (IFU), as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report #(B)(4). H6- health effect - clinical code 4559 was removed.

Event description:
Additional information received from the account: the prostyle device did reach the vessel and there was no reported issue during the deployment. User facility medwatch report received states: "during the deployment of perclose closure device, it was noted that the device malfunctioned resulting in perforation of right femoral artery. This led to the case being aborted. Requiring vasopressors and possible blood transfusions and/or vascular surgery intervention. When deploying this device the feet of the device did not properly retract and when extracting the device is caused a vascular complication. On 12/17/22: female came in for elective ecp supported pci to a chronic lad occlusion as well as significant left circumflex stenosis. On day of admission unfortunately there was a perclose malfunction that required a covered stent to the right common femoral artery. She was brought back the next morning ecp was placed in the left common femoral artery and a radial access was also performed. Patient had pci to the lad and left circumflex. Without complication had no complications. She just had a hematoma that was stable from the original perclose failure. She looked very good with a very good the day of discharge with exam unchanged and she was requesting to go home."

Event description:
Additional information received from the account: the prostyle device did reach the vessel and there was no reported issue during the deployment. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty inserting the device and difficulty rmoving the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The prostyle device was removed with excessive force. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the prostyle IFU as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.